Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 445 mg/dl. Customer stated that insulin finally exited from the tubing with manual plunger push. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Customer declined to troubleshoot for high blood glucose levels. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.